Manufacturer narrative:
(B)(4). The customer reported that the ac power module had failed where the ac inlet was pulled out and the module failed to power the unit on ac power. The ac power module was replaced under warranty which resolved the failure.

Event description:
The customer reported that the ac power module had failed where the ac inlet was pulled out and the module failed to power the unit on ac power.